Manufacturer narrative:
The manufacturer previously received information alleging an issue related a to CPAP device's sound abatement foam. In the previous report, section b5 was incorrect, it should have been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in alleging visualization of black particles and a patient also developed headache, nasal throat irritation, shortness of breath, dizziness, nausea, auto immune disease related to a CPAP device's sound abatement foam. The medical intervention that the patient received in response to the reported events is currently unknown. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external and internal part of the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and 32 errors were observed. The manufacturer concludes that they could not confirm the customer's allegation and no visible foam degradation was observed in the device and the unit was scrapped. Section d8, d9, h2, h3 and h6 has been updated. Section d4 unique identifier (UDI) and e1 telephone number has been corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have shortness of breath and developed auto immune disease. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.